Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for post operative check. Upon interrogation, the right ventricular lead exhibited undersensing and unacceptable thresholds. The lead could not be repositioned because the helix could not be redeployed. The lead was explanted and replaced on (B)(6) 2017. Patient left the procedure in good condition.